Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was leakage due to a pinhole on the bending section cover causing a loss in water tightness. Liquid leakage was also observed in the universal cord and in the operation part. These findings were due to a handling issue. Upon further inspection, it was observed that there was a foreign object in the nozzle due to insufficient cleaning or handling of the scope. Discoloration was observed on the operation part and on the objective lens due to chemical stress during reprocessing or due to handling. It was also observed that the bending angle in the up direction does not meet the standard value due to wear of the angle wire. Also, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the curved pipe was deformed due to external factors. It was also observed that the insertion tube had wrinkles due to external factors. It was observed that switch 4 was not working due to a defective switch printed circuit board. It was also observed that the suction cylinder was scraped due to external factors. It was observed that the universal cord was collapsed due to external factors. A shadow was observed on the image. It was also observed that the forceps plug cap had been scraped off due to external factors. It was observed that the control unit was dirty due to water leakage. Lastly, scratches were observed on the following unit components due to external factors: insertion tube, tip cover, switch 1, operation part, switch box, operation unit cover, up and down knob, up-down knob, right and left knob, up-down angle fixing lever, the grip, universal cord, scope connector, scope connector cover, plastic distal end cover, lock engagement lever, lock engagement lever knob and on the right-left angle fixing knob. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported to olympus on behalf of the customer, the evis lucera elite gastrointestinal videoscope had an isolated leak. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a foreign object in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.